Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom piece of dual clean brush head came out [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that he/she used an oral-b dual clean brushhead in (B)(6) 2017, and the bottom piece came out. The consumer stated that he/she changed his/her brush heads every 3 months, and this was not the first time the he/she had used these particular brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
17-aug-2017 product investigation results: reporter returned one toothbrush head on (B)(6) 2017. Results showed wear damage that was due to the use of abrasive toothpaste in combination with insufficient cleaning

Event description:
Bottom piece of dual clean brush head came out device breakage. No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that he/she used an (B)(6) clean brushhead in (B)(6) 2017, and the bottom piece came out. The consumer stated that he/she changed his/her brush heads every 3 months, and this was not the first time the he/she had used these particular brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): (B)(6) rechargeable toothbrush, version unknown. No further information was provided.